Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log was unable to be downloaded for review due to constant alarms. Functional tests included use testing. The pump was powered up and exhibited a continuous alarm without display. The pump was opened up and inspected. Inspection found signs of fluid ingression. The main power board and associated components were replaced to ensure the pump met specification. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited double beep alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.